Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of " cold or an infection", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported injecting 3-4 patients in the cheeks and chin with juvéderm® volux¿. Hcp additionally reported, ¿whenever the patient gets a (non-device related) cold or an infection, the entire treated area swells.¿ no treatment information was provided. Symptoms status is unknown.